Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and (h4) device manufacturing date was added. Additionally, a correction to (e1) reporter name and address, first/given name: ¿medizintechnik¿ was removed as invalid. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to leakage identified in the up/down and left/right control knobs, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: due to damage on upward/downward angulation control knob water tightness is lost, due to damage on right/left knob water tightness is lost, air/water cylinder has discoloration, suction cylinder has discoloration, control unit has a scratch, forceps channel port has a dent, scope connector cover unit has corrosion due to water leakage, label on suction connector is peeled, due to adhesive peeling on bending section cover, insulation resistance value at distal end does not meet the standard value, due to a cut on angle wire, bending section cannot be bent in up direction at all, image guide protector is damaged, light guide lens has a crack, connecting tube is snaking, connecting tube has stain, universal cord has a scratch, universal cord has corrosion due to water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer returned the colonovideoscope to olympus for a broken cable. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and the found foreign material attached to the jet tube, air/water tube, and the air/water cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.